Event description:
It was reported there is a data discrepancy in the device. There is reportedly no data under lead trend or capture management trend. Arrhythmia trend data goes back three years. A technical consultant determined there was a stuck reed switch, which will cause extra drain on the battery and shorten the device life by 2-3 years. The diagnostics are no longer being collected by the device. The device will be replaced. No patient complications have been reported as a result of this event. Additional information reported that premature battery depletion was verified by std (save-to-disk) device data. The device was explanted but will not be returned; it was disposed of by the hospital.

Event description:
It was reported there is a data discrepancy in the device. There is reportedly no data under lead trend or capture management trend. Arrhythmia trend data goes back three years. A technical consultant determined there was a stuck reed switch, which will cause extra drain on the battery and shorten the device life by 2-3 years. The diagnostics are no longer being collected by the device. The device will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.